Event description:
It was reported that the patient has had therapy issues since 2008. It was stated that the pump "worked beautifully" for nine years and everything was found to be "fine" during a dye study 1.5 years prior to report. However, it was noted that her physician attempted giving her a bolus in the clinic, but she didn't respond. The prior spring, a higher bolus dosage was tried, but the patient still didn't respond. It was noted that the patient was supposed to be programmed to a low setting, though it was unclear what this implied. At the end of (B)(6), the pump alarm began going off. Then, in (B)(6), the patient began experiencing "horrible" pain and "horrible spasticity", about "ten times" worse than her typical spasticity with the pump. The patient was told that the pump had been turned up and was out of medication. Before refilling the pump, it would need to have saline run through it. The pump was refilled with drug in the beginning of january and she was told that she would feel the medication by 4pm that afternoon. However, she did not feel anything different, so she was scheduled for an "adjustment" the next day. It was also reported that the physician's had stated that the patient's multiple sclerosis symptoms had perhaps progressed. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709, lot # j0058128r, implanted: (B)(6) 2001, product type catheter; product ID 8578, lot # n137748, implanted: (B)(6) 2008, product type accessory. (B)(4).